Event description:
The customer reported that the battery led flashes continually, indicating the battery is not reaching full charge. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the power management (pm) pcba was tested and no failures were identified.